Event description:
The reporter contacted animas on (B)(6) 2013, alleging the patient experienced elevated blood glucose (bg) in the 300-600 mg/dl range without associated symptoms suggestive of hyperglycemia. The patient was not having any bg issue at the time of the call. The reporter did not provide information regarding how the alleged elevated bg was treated. The reporter stated that the elevated bg issues were believed to be the result of short battery life issues with the pump. The reporter confirmed that the pump emits low battery warnings. The reporter stated that the pump has shut off in the past due to drained battery at the end of the battery¿s life when the pump is alarming to replace the battery and the patient does not immediately replace the battery as per the pump¿s instructions. The reporter stated that when new batteries are placed in the pump, the patient¿s bg returns to normal range. The reporter stated the patient¿s healthcare provider believes the elevated bg issues are due to the pump not delivering basal rate because of short battery life issues and stated they wanted to pump to be replaced for the patient. This complaint is being reported because the alleged short battery life issue allegedly resulting in elevated bg remained unresolved. The pump has not been requested back at this time.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.